Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. A micro dislodgement was confirmed; therefore, a revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.